Manufacturer narrative:
Should additional information become available, it will be re-evaluated and a follow up report will be sent.

Event description:
It was indicated that the device was removed due to pt dissatisfaction. The pt was implanted with an inflatable penile prosthesis on the same day as the removal. Additional information was requested, but was not provided.